Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. A leakage was confirmed from the air hose connector. The problem was solved by replacing the quick coupling of female air connector. The provided picture confirmed the reported problem. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that there was an air leakage from the air gas supply hose. There was no patient involvement. Manufacturer's reference #(B)(4).